Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer will not return device.

Event description:
Customer reported the buttons on the infusion device do not function. The protective rubber is damaged and the base-plate is exposed. No adverse event was reported. Customer reported he would not return the infusion device for evaluation.